Event description:
It was reported that the pump had a syringe is not in place error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition. Syringe plunger not in place error was found at syringe test and failed reading of syringe plunger sensor. Error history log review found a syringe plunger not in place error. The root cause of the reported issue was found to be the q1 was broken from plunger board and plunger board broken off from glue. Actions were taken to mitigate the reported issue: replaced plunger board. Performed syringe test and all functional tests which passed.